Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported and it was not reported if the hernia had worsened with ongoing peritoneal dialysis therapy. Seventeen days prior to the receipt of this report, the patient was hospitalized for the hernia event. On the date hospitalization began, the patient had a hernia repair surgical procedure. Dianeal therapy was ongoing. On an unreported date in the same month as the hospitalization began, the patient was discharged. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.